Event description:
Periprosthetic femoral fracture was cabled about 1 month after the primary surgery. Fracture occurred during physiotherapy. The surgeon cabled the fracture and revised the head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 june 2024 lot 2204067: (B)(4) items manufactured and released on 13-june-2022. Expiration date: 2027-05-29. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.